Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery three times while bolusing. She changed the infusion set and site three times and filled the cannula. She could feel a pressure difference when withdrawing insulin from the vial. Customer's blood glucose level was 313 mg/dl. She treated her high blood glucose level with an insulin pen. The device was not returned.